Event description:
After an implantation period of approx. 83 months, oversensing on the ventricular channel was reported after the ICD exchange on (B)(6) 2022. The leads were explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Protego promri s 65. Upon receipt, the lead under complaint was found cut 17 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing in the rv channel. Sentus promri otw qp l-75. Upon receipt, the lead under complaint was found cut 29 cm distal to the is4 connector pin. All fragments were received for analysis. An extraction aid was found on the distal fragment. The analysis revealed further cuts into the insulation. The insulation was, apart from the present cuts, free of breaches. Further analysis did not reveal any irregularity that might have contributed to the reported oversensing in the lv channel. Prior to the analysis of the leads, the quality documents accompanying the manufacturing processes for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.